Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that sensing and capture anomalies were observed. Fluoroscopy revealed the lead had perforated the rv apex. The lead was successfully repositioned. The patient condition is stable.